Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. Visual inspection was performed and the following observations were noted: tamper seals were not intact. Top case chipped by power button edge and right plunger case cracked. No apparent contamination. Functional and occlusion testing was conducted. The reported event of motor rate error was replicated during occlusion test. Motor rate error was identified in event history log review. The reported issue was confirmed. The root cause was determined to be leadscrew does not operate as intended due customer's incorrect assembly of the device. The following actions were taken: replaced leadscrew and clutch halves. Device was cleaned and motor assembly greased. Additional repairs included: replaced the entire plunger assembly, top case, optocoupler, bottom case , position pot (clutch and plungerlever), motor assembly. Device functional and occlusion tests all passed after repair.

Event description:
It was reported that the device presented a motor rate error message. No patient injury was reported.